Event description:
The patient was positioned for neurosurgery with his head secured in the mayfield head holder. After positioning had been completed and the pins were locked, the lock knob on the skull clamp was observed to turn to unlocked on its own. This caused the pins to slip and resulted in a 3 inch laceration that required staples.